Event description:
Additional information was received. Patient was able to adjust stimulation once they changed batteries and was able to lower stimulation. Patient reported they still had burning on the bottom of their feet.

Event description:
Information was received from a caregiver of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device wasn't showing symbols to indicate that it was charging properly. It was reported that the device says it is fully charged, but the patient was not feeling the full effect. The patient had a burning sensation on the bottom of her feet and did not feel that the device was doing anything. It was noticed that there was no lightning bolt showing. The implantable neurostimulator recharger was connected and it showed no lightning bolt and "ins charge complete" screen. The implantable neurostimulator recharger was used to turn the implantable neurostimulator back on. The patient started saying, "turn it down, turn it down." The caregiver reported that something was happening with the patient and that it was shocking her or something and that stimulation felt too high. It was noted that the voltage was at 9.3 volts and usually it is at 5 something volts. They turned the implantable neurostimulator off using the implantable neurostimulator recharger. The patient was able to connect using the patient programmer; however was unable to turn stimulation down due to a patient programmer issue. The caregiver was trying to turn stimulation down and was able to connect with the implantable neurostimulator and got the therapy screen. They tried to press the minus button, and the patient programmer then showed the "sync now" screen. It was tried again and the "sync now" screen came on again. The batteries were replaced, but the issue was not resolved. The caregiver was able to resolve the issue over the phone and the patient programmer was working as intended. The patient was a little confused with the operation of the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.